Event description:
(B)(4). I woke up sunday, (B)(6) 2015 at 5:00am with abdominal pain. I felt nauseous, my right side hurt, I couldn't stand upright. The signs mimicked appendicitis. I went to the ER. They ran blood and ordered a CT scan with contrast. The ER dr. Came in and said "well, it's not your appendix. The device in your tube has slipped and has punctured your uterus. I will find you a obgyn and you need surgery tomorrow". So surgery was on (B)(6) 2015 at 6:00 pm.